Event description:
It was reported a patient experienced a ratio of having an infection at any time. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus epidermidis and a white blood cell (wbc) count of 13,750/mm3. The patient was diagnosed with peritonitis due to poor aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient has vision problems that directly contributed to poor aseptic technique during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 1750 mg every five days for two weeks and ip gentamicin at 40 mg every day for two weeks. Repeat wbc counts taken in the outpatient clinic on (B)(6) 2021 presented with 1451/mm3 and on (B)(6) 2021 presented with 127/mm3. The patient was hospitalized on 21/apr/2021 due to persistent symptoms of abdominal pain from an unresolved peritonitis infection that originated from (B)(6) 2021. Laboratory results taken in the hospital were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed (unknown date) as the patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on 10/may/2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis with plans to return to ccpd on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to a lack of aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora in human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced a ratio of having an infection at any time. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with staphylococcus epidermidis and a white blood cell (wbc) count of 13,750/mm3. The patient was diagnosed with peritonitis due to poor aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient has vision problems that directly contributed to poor aseptic technique during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 1750 mg every five days for two weeks and ip gentamicin at 40 mg every day for two weeks. Repeat wbc counts taken in the outpatient clinic on (B)(6) 2021 presented with 1451/mm3 and on (B)(6) 2021 presented with 127/mm3. The patient was hospitalized on (B)(6) 2021 due to persistent symptoms of abdominal pain from an unresolved peritonitis infection that originated from (B)(6) 2021. Laboratory results taken in the hospital were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed (unknown date) as the patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis with plans to return to ccpd on the same liberty select cycler at home.